Manufacturer narrative:
Button unresponsive due to corroded keypad traces. No battery error, bad battery or failed battery noted.

Event description:
The customer reported via phone call that the insulin pump previously had a failed battery test, which was resolved by inserting new batteries. The customer also reported that the up and down arrow buttons were unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.